Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
--

Manufacturer narrative:
Subsequent information indicates that the lead was cut in half and likely thrown away at the lead revision procedure. The lead will not be returned for analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited pacing impedances of greater than 2000 ohms. A lead revision procedure was performed and the lead was explanted. A new boston scientific ra lead was implanted. No adverse patient effects were reported. A request for the return of the lead has been made.